Event description:
The account generated a (B)(6) axsym havab 2.0 result on a patient. The patient tested axsym havab 2.0 (B)(6) with another system. Additionally, the patient had a history of (B)(6) axsym havab 2.0 results. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, axsym havab 2.0, list 6c70, that has a similar us product distributed in the us, axsym havab 2.0, list 8d21. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.